Event description:
The device was used during an esophagus procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The product was not returned for evaluation.